Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced seizure during night, the cgm reading was 150 mg/dl and didn´t provided any alert or alarm, and the bg reading was 41 mg/dl. The patient's girlfriend took the patient to the emergency room. There they took a bg reading which was 120 mg/dl and the cgm reading was 200 mg/dl. The patient was treated with IV fluids and keppra (epilepsy medication) and underwent a CT scan. The patient was discharged after 6 hours. At the time of the report the patient was recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.